Event description:
It was reported that the customer's insulin pump display was severely scratched. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker.